Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, filling took more insulin than expected and insulin was not observed exiting the end of the tubing until 25 units had been delivered. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump performed as expected. It was recommended that the customer ensure the luer lock was secure prior to performing the fill tubing process.